Event description:
(B)(4). Went to my implanting doctor and she would not help me. I was bleeding so badly I became severely anemic. I have reported this before now, but my report is gone now for some reason so I am resubmitting all that are gone. I was in a lot of chronic pain especially on my left side. Found out in my implantation report that would be because she didn't insert the left coil correctly.